Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The customer was initially concerned with the accuracy of his blood glucose readings on the contour next link. Sometimes, if he received a high reading he would retest and get a normal one. He mentioned that approximately a week prior, he had eaten only breakfast, and had taken no medication. The results provided by the meter showed within his range even though he felt sick. He normally self medicates only when he believes the results, and only when the second test result provides the same reading as the first. He was feeling low of energy and could hardly move. At approximately 2:00pm he was unconscious. Paramedics administered IV glucose on the way to the hospital. While in the hospital he was given insulin IV after meals based on a sliding scale. Blood glucose readings taken by the paramedics or hospital were not provided. The customer was released from the ER the following day, but continued his stay in the hospital for evaluation that night. Customer was advised to return the strips for evaluation. New meter and strips were sent to him.